Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received at the mfg site for eval. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during a vitreo-retinal procedure, a system message displayed an iop (intraocular pressure) control was disabled. The case proceeded with iop control disabled. There was no harm to the pt. No further info is expected for this case.